Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images provided which leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'prior to use flush the guidewire lumen of the stent system with normal, sterile saline until saline drops out of the tip', and 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' 'Pulmonary embolism' was found mentioned under potential complications and adverse events that may occur. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, an 82-year-old female patient underwent a stent placement procedure using the venovo venous stent. Post the procedure on (B)(6) 2025, there was a small pulmonary embolism that was identified on contrast CT, but that was asymptomatic. Reportedly, on (B)(6) 2025, the resolution confirmed on contrast CT and recovery without sequelae was confirmed. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, an 82-year-old female patient underwent a stent placement procedure using the venovo venous stent. Post the procedure on (B)(6) 2025, there was a small pulmonary embolism that was identified on contrast CT, but that was asymptomatic. Reportedly, on (B)(6) 2025, the resolution confirmed on contrast CT and recovery without sequelae was confirmed. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.